Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 27-apr-2019, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(6), ubd: 01-feb-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient mentioned the new pump was not "hooked up to the pump" because the catheter was not functioning correctly. The patient stated the medication was not flowing correctly through the catheter in (B)(6) 2024. The patient stated they were seeing a specialist on wednesday and mentioned they get a refill every 2.5-3 months. The patient stated that the medication was morphine with something else, potentially bupivacaine. The catheter was replaced on (B)(6) 2024. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was asked but unknown at this time. The patient status was alive but no injury. The issue was resolved.

Event description:
Additional information received from the company representative (rep) and confirmed with the healthcare provider (hcp) reported that the cause of the catheter not being able to aspirate was that it was not in the intrathecal space and was bunched up in the back per hcp. He replaced the entire catheter for that reason.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.